Manufacturer narrative:
Device manufacture date: battery pack - 08/2007, battery pack - 08/2007, battery charger - 06/2006. Device evaluation summary: battery pack was not sent back for evaluation. Patient has been contacted numerous times about the return of this battery pack. Flag files indicate that she is not using this battery pack. Device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. The cause of the battery charger "charger needs service" led was a defective u9 relay chip. The root cause of the defective u9 cannot be positively identified but was likely random component failure. It looks like the positive side of the battery pack's current had flowed backwards and melted this relay chip. The faulty charger was repaired. It was then retested and restocked. The cause if the "battery needs service" led was an open diode (q1) in the battery pack. The root cause of the open diode was over current flowing from the charger to the battery pack. No adverse event resulted form the damaged charger. The patient received two replacement battery packs and a replacement battery charger.

Event description:
A female patient contacted lifecor customer support, to report that the battery pack on the battery charger had a flashing light. Support had the patient try the battery pack in the monitor and the monitor would not boot up. Patient contacted support on 09/21/2007 to state, that both battery packs were now bad. She stated, that the "battery needs service" light came on when one of the battery packs was placed in the charger. She stated that the "charger needs service" led illuminated when the other battery pack was placed in the charger. Support sent the patient two replacement battery packs and a replacement battery charger.